Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, the physician discovered that the device could not be calibrated. As a result, the procedure was not completed and had to be rescheduled. There were no patient complications reported.